Event description:
It was reported that there was not enough pressure and flow in arctic sun device. Per wo review on (B)(6) 2023, there was no patient involvement, and the issue was found during testing of device. Per follow-up on (B)(6) 2023, device would be sent to crs medical for repair. Preventive maintenance would be performed. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. During evaluation, it was confirmed that the flow/pressure issue was evident on the device. It was stated that the mixing pump was found defective. It was also stated that the fill tube was very dirty. It was noted that the fill tube and mixing pump were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was found defective. Mixing pump was replaced. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was not enough pressure and flow in arctic sun device. As per wo review on 27feb2023, there was no patient involvement, and the issue was found during testing of device. As per follow-up on (B)(6) 2023, device would be sent to crs medical for repair. Preventive maintenance would be performed. As per sample evaluation results received on 10apr2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. During evaluation, it was confirmed that the flow/pressure issue was evident on the device. It was stated that the mixing pump was found defective. It was also stated that the fill tube was very dirty. It was noted that the fill tube and mixing pump were replaced.